Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a rf3000 radiofrequency generator was used during a radiofrequency ablation (rfa) procedure. According to the complainant, the volume of the tone was low during the procedure. However, the procedure was able to be completed with this generator. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Initial reporter: physician name is unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.